Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
It was reported that a loss of connection occurred. It was indicated that the operating system for the smart device was not a supported system which is patient misuse. It was determined that loss of connection was related to the mobile application. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.